Event description:
It was reported that the rotaflow console displayed an error message in the rotaflow pump module window and stopped. The customer did not recall if there was a message displayed in the status window at the time of the event. The customer proceeded to reapply the ultrasonic paste to the disposable which yielded no effect. The customer then attempted to change out the rf32 disposable, reapply the ultrasonic paste to the rf 32 disposable with no effect. Then, the customer proceeded to change out the entire rotaflow console and drive, hand-cranking during the change-out. As a note, the support was veno-arterial style. The customer reported upon inspection, there was no sign of either a bubble or cavitation when the rotaflow console stopped. No pt effect was reported. Ref #: (B)(4), customer ref #: (B)(4). MFR ref#: 8010762-2014-01296.